Manufacturer narrative:
The following fields were updated due to additional information: d.10 device available for eval yes, returned to manufacturer on: 2020-04-30.h.6.investigation summary four photos and one sample were received by our quality team for evaluation. Upon visual inspection it was observed that there was a transparent-like foreign matter on the tip on the catheter; therefore, the incident could be verified. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. The sample was sent for fourier-transform infrared spectroscopy (ftir) analysis. The ftir result shows that the transparent-like foreign matter matches reasonably with that of polyurethane. Polyurethane is a type of thermosetting polymers and is used in various applications including injection molding devices due to its flexibility, tear resistance and abrasion resistance. From the analysis performed, transparent-like foreign matter is most likely material from the catheter tubing. One of the possible root causes is during the tipper process, the foreign matter might have migrated to tip of the catheter where it was exposed to be deposited. Contamination would have had to have occurred during the tipping process and prior to the assembly of the needle cover. While the process is automated, with minimal human intervention, these areas were inspected. There are current controls in place to prevent foreign matter to occur during these processes.

Event description:
It was reported that angiocath plus 22ga x 1in had foreign matter on the catheter tip. This was discovered before use. The following information was provided by the initial reporter: foreign material on the catheter tip. Found transparent foreign material on the catheter tip. It was reported to mfds by the customer as a fm complaint. The customer said that fm now seems to be off the catheter tip and somewhere in the cap.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that angiocath plus 22ga x 1in had foreign matter on the catheter tip. This was discovered before use. The following information was provided by the initial reporter: foreign material on the catheter tip. Found transparent foreign material on the catheter tip. It was reported to mfds by the customer as a fm complaint. The customer said that fm now seems to be off the catheter tip and somewhere in the cap.